Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 640 mg/dl. The customer alleged that the pump was not delivering insulin properly; however, customer's heath care professional indicated that the cause was customer ran out of insulin, and did not refill cartridge. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.